Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump alarm prime/fill anomaly. Customer's blood glucose was unknown mg/dl. The customer reported that excess insulin is dripping out of the pump during the load reservoir process. The customer reported that near 20 units was used during the load reservoir process. The customer was advised to discontinue the use of the pump. The customer was advised that the possible cause of the alarm is during seating the force sensor did not detect the reservoir.